Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's keyboard keys are not working correctly during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h10: the device was received for evaluation. During functional testing, 'keys are not working correctly' was not able to be reproduced due to a system error 119 (stuck key detected) that occurred which would be a result of a failed keypad. A review of the event history log revealed system error 119 messages that occurred during the service process; however, no events of system error 119 during customer use. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device requires replacement of the keypad which will also mitigate the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.